Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510k - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -08.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.